Event description:
Additional information was received that the entire system was explanted due to a skin infection that lead to a pocket erosion. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
At this time, the product has not been returned. If additional information should become available to our company, this event would be updated.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited high out of range shock impedance measurements during the commanded shocking lead impedance test while the patient was in the office. It was noted that no out of range measurements were observed on the daily measurements. Boston scientific technical services (ts) was consulted and suggested sending a disk of the device's memory. Upon review of the device's memory, engineering noted no issues with the system. Further discussion with the field representative determined that the device had migrated into the patient's breast tissue, which may have contributed to the out of range impedance values. Ultimately it was determined that the way the commanded shock impedance algorithm is constructed was the probable cause of out of range impedance. No intervention was taken and no adverse patient effects were reported.